Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with a rotawire inside the devices. The wire was able to be removed with no resistance or issues. The brake button and advancer were microscopically and visually inspected. The advancer unit and burr units were received attached together as a single unit. The advancer knob was received loosened in a midway position. The brake button was received broken with a portion not returned. The returned portion of the brake button was received inside a sealed pouch and not attached to the advancer. The advancer housing was opened to check for damage or the missing portion of the brake. There was no damage to the advancer and the missing portion of the brake was not in the advancer. The cables and hoses on the advancer were received cut off by the facility. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the brake defeat was broken. The target lesion was located in the coronary artery. A 1.75 mm rotalink¿ plus was selected for use. During withdrawal, when removing the device from the patient's body, it was noted that the brake defeat on the advancer would not release the wire. The device was removed together with the wire as a system and a new wire was advanced. The procedure was completed with this device. No patient complications were reported and the patient status was fine.